Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. However, according to the medical records the date of implantation was (B)(6) 2005. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a hysterectomy and gynecological surgical procedure to treat sui, pop, pelvic pain, and dyspareunia on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, infection, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lavh due to sui, pelvic pain and dyspareunia. It was reported that patient underwent laparoscopic hematoma evaluation and vulvar mass removal on (B)(6) 2005 due to pelvic mass and vulvar mass.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy; due to chronic pelvic pain, dyspareunia, and sui.

Manufacturer narrative:
Date sent to the FDA: 10/10/2016. Additional narrative: it was reported that following insertion the patient experienced vulvar itching, and burning.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2015 under (B)(6) at (B)(6) hospital. No additional information was provided.